Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admission inactivity setting was configured for 60 days, which caused discharged patients to remain visible in the system. The technical support specialist guided the customer to temporarily change the setting to 14 days and then reverted it back to 60 days after verification. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user had been discharged but was still present in the system. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.